Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2015, this patient underwent an endovascular repair of a right common iliac artery aneurysm using gore® excluder® aaa endoprosthesis contralateral leg component. The site reports that there was progressive aneurysm sac enlargement due to a type ii endoleak, although aneurysm diameter measurements were not provided. On (B)(6) 2019, percutaneous endoleak repair with coiling was performed. The patient tolerated the procedure and the endoleak was resolved.